Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). The field representative was unsure if the device exhibited premature battery depletion (pbd) or not. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.